Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The patient did not require hospitalization. On the same day as onset, the patient began treatment with vancomycin (1g, 1 time per week, intraperitoneally, for eleven days) and heparibene na 25000 iu(500 iu, 1 time per day, intraperitoneally, for seven days) for peritonitis. Four days later, the patient began treatment with gentamicin (40mg, 1 time per day, intraperitoneally, for six days) for peritonitis. Twelve days after onset, the patient began treatment with co-amoxi-ratiopharm (500mg/125mg, 2 times per day, orally, duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient had recovered from the event. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).